Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-02152 / 02153). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty and reports patient alleges pain, discomfort, soreness, dysfunction, loss of range of motion and elevated metal ion levels. Review of invoice history confirms the hip arthroplasty occurred on (B)(6) 2007 and a subsequent revision procedure (B)(6) 2013 . No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty and reports patient alleges pain, discomfort, soreness, dysfunction, loss of range of motion and elevated metal ion levels. Review of invoice history confirms the hip arthroplasty occurred on (B)(6) 2007 and a subsequent revision procedure (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2013 was due to recurrent instability with anterior impingement and subluxation. The surgeon noted a brownish-yellow discoloration of tissue and metallosis. Surgeon also noted a large ballooning sac of tissue and dark blood fluid in the hip joint. The acetabular cup and femoral head were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions¿